Event description:
Customer reported blood glucose results of 20 mg/dl. 45 mg/dl, and 70 mg/dl on the active s system within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.